Manufacturer narrative:
Device evaluation: product testing could not be performed as the intraocular lens (iol) was not returned to the manufacturing site for evaluation. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) if implanted; give date: na (not applicable) the lens was not implanted. If explanted; give date: na (not applicable) the lens was not implanted; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being implanted into the patient's eye, as the lens left the injector, the lens was found broken. There was no patient contact with the lens, and no patient injury was reported.